Event description:
It was reported by the customer that the side rail assist cable was fraying. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Misaligned bracket.